Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. It is unknown when the device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Contact is company representative; no phone number available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported that a depth gauge for locking screw was noted in sterile processing to be bent beyond repair. It was additionally noted during sterile processing that an inserter for bifurcated / infant and toddler osteotomy plates (reported as a guide) was also broken. There is no patient involvement. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device is not expected to be returned for manufacturer review/investigation. Corrected data: these dates were incorrectly reported as mar 13, 2018. The correct date is mar 12, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.